Event description:
Corrected information: as reported by the user, the device had no image during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ as a result of the investigation and the condition of the device, it has been determined that the adhesive peel off due to external forces applied by rubbing strongly on the device. It is also possible that the adhesive deteriorated and peeled off due to long-term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the elevator channel plug was loose and leaking. Additionally, the light guide cover glue was peeling causing the probe unit to loosen. Glue was chipped on the c-cover affecting the insulation. The distal end was chipped. The ultrasound image had 3 broken strands. The insertion tube had multiple buckle points. The scope connector was corroded and had fluid invasion. The ultrasound connector as well as the us-el insulation also had fluid invasion. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope would produce an image during procedure preparation. There was no patient harm or consequence reported as a result of this event.